Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Event description:
Same case as MDR ID#: 2134265-2012-04063. It was further reported that the patient initially presented in (B)(6) 2006 with an abnormal stress test for further evaluation. Following angiography showing 99% complex stenosis at the junction of the proximal and mid left anterior descending artery (lad) and a 70% stenosis of the mid lad, vascular access was gained via the right femoral artery. A 3.5 non bsc guide catheter was utilized to engage the left coronary artery. The large diagonal branch and the lad were wired separately with guide wires and the lesion in the lad was first pre-dilated with an unspecified 2.5x6mm cutting balloon to a maximum of 6 atms. This was followed by simultaneous stent placement, a 2.75x32mm taxus stent in the lad, 3.0x20mm taxus stent in the diagonal artery. Both stents were deployed at 14atms with post-dilation and an excellent result. The patient presented in (B)(6) 2007 with chest pain and shortness of breath. EKG revealed st segment elevations in v1 through v5. Emergent diagnostic cardiac catheterization revealed a completely occluded prox lad with thrombus. A guide wire was passed easily into the large diagonal branch, however a second guide wire was unable to be passed into the distal lad even with multiple attempts. The non-bsc thrombectomy catheter was then utilized which opened the diagonal, however, there was residual thrombus. A 3.0x20mm unspecified balloon was inflated to a maximum of 10 atms. However, the guide wire still would not pass into the distal lad, and significant residual disease was noted at the bifurcation of the lad and diagonal. Therefore, an intra-aortic balloon pump was inserted and the patient was taken for semi-urgent bypass surgery. Following the harvesting of greater saphenous veins, separate segments of vein grafts were anastomosed in an end-to-side fashion to the diagonal and right coronary arteries. A mammary artery to lad anastomosis was also completed. Numerous pericardial lesions were noted and dissected.

Manufacturer narrative:
The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4).